Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device was explanted after three (3) years for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately three (3) years and seven (7) months due to unknown reasons. The explanted device was replaced with an edwards bioprosthetic valve. No other details were provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency.